Manufacturer narrative:
(B)(4). Correction: device status changed from not returning to returned. (B)(4). Evaluation summary: the device was returned for evaluation. The unknown failure mode was unable to be confirmed as several device components were not returned. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device will not be returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other three proglide devices are being filed under separate medwatch MFR numbers.

Event description:
It was reported that a puncture site closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, an unspecified device failure occurred. Three additional proglide devices were used with the same result. The method of achieving hemostasis is unspecified. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.